Event description:
The implant surgeon at the hospital, called the hip product development manager, to report that "a revision surgery is scheduled on (B)(6) 2012 to remove the implants."

Manufacturer narrative:
The other device listed in this report is an unknown abg ii short neck 130 degrees. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision surgery. Additional information has been requested and if received, will be provided in a supplement report.